Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include nausea and vomiting. The patient reports being unable to use their controller as it was lost. Once at the hospital the patient was treated with insulin via syringe. The patient was prescribed insulin to be taken 22 units daily in the evening. While in the hospital the patient removed their pod due to it expiring. The patient was released from the ER after 3 hours. The pod will not be returned as it has been discarded. The patient resides in the united states and the incident occurred in ireland.